Manufacturer narrative:
Event date: approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5017198/5019614.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.